Event description:
Event description guidant received information that this patient with this implantable cardioverter defibrillator (ICD) allegedly heard tones. Upon interrogation of this device, a message indicated that the device had been turned 'off' with a magnet.